Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that logs didn't reflect any errors related to the generator or motion. And also find that when extending the gantry on the x axis it would torque out every 3-4" of travel. To resolve the x stage was replaced due to damage. Once replaced the x axis travelled inward/outward smoothly as intended. No further issues noted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000483. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was unable to expose. Site attempted to move the gantry upwards, with no effect. Site was unable to acquire 2d or 3d images. It occurred intra operatively and no reported impact to the patient. No further information available.